Manufacturer narrative:
(B)(4). Other explanted device. Model: 8145 description: reactiv8 implantable stimulation lead serial number: (B)(6). UDI #s: (B)(4). The ipg and leads were received for analysis. No allegation against the functionality of the reactiv8 system. The ipg passed the functional testing and performs properly. The leads were received, cut into two segments from the explant, and therefore, functional testing could not be performed. Visual inspection of the ipg and leads confirmed no damage or anomalies that could have contributed to the patient's pain. The patient is reportedly elderly and has little muscle tone.

Manufacturer narrative:
Mml # (B)(4). Other explanted device. Model: 8145, description: reactiv8 implantable stimulation lead, serial number:(B)(6), UDI #s: (B)(4).

Event description:
It was reported that the patient experienced pain at the implantable pulse generator ( ipg) pocket site. Patient reported new pain at the ipg site, radiating down his leg, affecting his pain, walking, and strength in his leg. The implanting physician felt the pain was coming from the pocket site. The patient was prescribed pain medication. The patient later decided to have the device explanted due to having some pocket pain that would not resolve, and unrelated to the pocket site pain, the patient reported not getting a positive outcome from the therapy. The ipg and leads were removed without complications.